Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "maintenance code #3" message and stopped pumping. While the unit was still turned on, the unit was unplugged from the electrical outlet and it shut off completely. The pt was switched to another unit and therapy was continued. No pt injury was reported.